Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that when the ventilator was powered on, the xdcr fault (transducer fault) alarm triggered. The customer confirmed that there was no patient involvement associated with the reported event.